Manufacturer narrative:
A ge service rep performed an on site investigation. The collimator was calibrated during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the 9800 system had a physicist discrepancy of the collimator was too large. No pt injury was reported.